Event description:
Information was received indicating that a cadd-solis vip, mdl 2120, pump exhibited air in the line alarm.

Manufacturer narrative:
Other text: b5: additional information received and attached by ICU medical on 31-jan-2022. Found during testing ? No patient incident was reported. H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. Event history log was reviewed and the error was found multiple times. The customer stated problem was duplicated. The defective air detector was replaced. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.